Manufacturer narrative:
Approximate age of device - 3 years, 9 months. The device is expected to be returned for evaluation. It has not yet been received. The attached user facility medwatch report was received from the (B)(6). The user facility number was not provided. (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was disposed of at the user facility. A direct correlation between the device and the reported event could not be determined as the pump was reportedly discarded and thus not returned for evaluation. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Information was received from (B)(6). On (B)(6) 2015 stating: mild eccentric circumferential non-occlusive thrombus within the outflow cannula. Information also included: thrombus event signs or symptoms: hemolysis. Thrombus event: intravenous anticoagulation: yes. Thrombus event: event confirmed: yes. Ae device malfunction: no. Patient outcome: urgent transplant. Device malfunction causative factor: sub therapeutic anticoagulation.